Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the ins was continuing to shut off on its own. The patient noted this used to occur every six months but it was occurring more frequently at the time of the report. The patient stated the therapy would stay on for about a day but then shut back off. They were syncing to the ins and saw the lightning bolt icon was gone, indicating the therapy was off. The patient reported they were pressing the ¿stim on¿ button to check the therapy settings, but then stated they use the sync button to check the settings. The patient stated they did not have any exposure to emi that could be causing the issue and they were no where near their patient programmer. The patient also reported that it felt like someone was shocking them and it was painful. They weren't sure if there was something wrong with the battery.

Manufacturer narrative:
Event date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins keeps shutting off by itself. It was noted that they were urinating a lot over the weekend and when they checked the ins, it was off. They had already had to turn the device on 4 times on the day of the call. Button use was reviewed, and the patient confirmed that they were not using the stim off button. It was recommended that they follow up with their healthcare provider to have the device checked. No further patient complications are anticipated or expected as a result of this event.